Manufacturer narrative:
Event date: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had to be charged more frequently and was not providing an adequate pain relief despite reprogramming done. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.